Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
The customer reported: "it was not possible to use it because the inner package was not sterile, the paper cover did not reach the edge of the box (a couple of millimeters were missing and so it was open)."

Manufacturer narrative:
Additional info- product available to stryker; returned to manufacturer on; device evaluated by mfg. An event regarding packaging issue involving an tritanium shell was reported. The event was confirmed by product inspection. Method & results: product evaluation and results: the visual inspection confirms that product was received and the paper cover did not reach the edge of the packaging blister (a couple of millimeters were missing and so it was open). Clinician review: not performed as medical records were not provided for review. Product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the event was confirmed by product inspection. An nc/CAPA was issued 26-apr-2018 to further investigate the identified packaging nonconformance. If additional information becomes available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc was raised on 26-apr-2018 due to paper cover did not reach the edge of the packaging blister .

Event description:
The customer reported: "it was not possible to use it because the inner package was not sterile, the paper cover did not reach the edge of the box (a couple of millimeters were missing and so it was open)."